Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert sounded and high right ventricle impedance was noted. After opening the pocket it was identified that there was a problem tightening the setscrew. The device and lead remain in use. No patient complications have been reported as a result of this event.